Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report his passing. It was stated that the customer was in the hospital prior to his death. The customer was released on (B)(6) 2013 in fair condition and on various medications, but died four days later. It was stated that his friend found him on the floor. One of the causes of death was diabetic ketoacidosis. The customer was not wearing the insulin pump at the time of death, but it was not known how long he had not been wearing it. The caller declined to return the insulin pump for analysis. Nothing further was reported.